Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported his insulin pump has been alarming no delivery. Changing the reservoir and infusion set did not resolve the issue. Customer's blood glucose is 230 mg/dl. Insulin did not exit when manually pushed with a plunger. Customer tried again and insulin exited, but there was a greater than normal resistance when pushing the plunger. Customer was advised the alarm was caused by an infusion set of reservoir occlusion. He was told to change everything out and monitor the device. Customer stated that when he receives reservoirs, he opens the packages and keeps them all together in a plastic bag. Nothing further reported.